Manufacturer narrative:
Additional information was received that the balloon aortic valvuloplasty (bav) was performed pre-implant. There was no difficulty inserting the sheath or device. During closure with a standard balloon cross-over, one of the non-medtronic closure device sutures snapped, possibly due to mild calcification in the right femoral artery. With only one suture remaining, hemostasis was not achieved despite balloon inflation at the site. Therefore, the covered stent was placed. It was decided not to place a closure device over the externalized wire due to the risk of an embolized plug with the large arteriotomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed. No treatment was prescribed. Upon completion of the procedure, there was difficulty controlling the bleeding from the femoral puncture site with the non-medtronic closure devices. No injury was noted. A balloon inflation was performed four times. A covered stent was placed to assist with site closure and two balloon inflations were performed achieving hemostasis. The minimum access vessel diameter was 8 mm. No further adverse patient effects were reported.